Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 0044501. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical nor picture samples were available for return, a thorough sample analysis could not be performed. Based on the limited investigation results, an exact cause could not be determined for the reported incident. If the sample becomes available, a full investigation could be completed. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: the investigation cannot determine a root cause as there were no non-conformances for this batch, there were no samples or photos returned to confirm the defect. There was no sample provided what not investigation to be performed. If a sample becomes available, a full investigation will be completed. The non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute or is directly related to the complaint verbatim reported by the customer.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: foreign body (black debris at tip of luer lock). Potential for injection of foreign debris into patient.